Manufacturer narrative:
(B)(4). This is report 1 of 3 for this incidence of peritonitis. As patient discards supplies after each use, a sample was not available for evaluation. Follow up will be submitted as information becomes available.

Manufacturer narrative:
(B)(4). On (B)(6) 2011, baxter contacted the pdrn who reported the patient went to the ER on (B)(6) 2011 with abdominal cramping and cloudy effluent. He was hospitalized from (B)(6) 2011 with peritonitis. She reported the patient had no exit site infection. On (B)(6) 2011 pd effluent cultures were taken and the patient was started on ancef ip. On an unknown date pd cultures returned positive for (B)(6) and the patient continued to be treated with ancef for an unspecified amount of time. The pd rn was not aware if cell counts and gram stains were done. The nurse reported the cause of this peritonitis was constipation. Pd therapy continued with no difficulty. The patient has since recovered. No further information was available. A batch review for potentially associated lot h10l18493 was performed and there were no issues noted during the manufacturing process. There were no deviations from standard procedures. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
Baxter contacted the home patient (hp) on (B)(6) 2011 to follow up on an unrelated complaint. The hp reported that he had just come home from the hospital after 7 days because he had a peritonitis infection. No further information was available.